Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports there is a gap between the top left and next tooth the bite is more open and the side teeth up front don't line up. The gums are irritated and the treatment has taken longer than expected.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.